Event description:
It was reported that the metal piece that holds the jaw hinge of the pituitary is broken, causing the instrument to not open or close. No pt complications were reported.

Manufacturer narrative:
The device was returned to the manufacturer for eval. Visual macroscopic exam shows that the tip of the dynamic shaft is broken on both sides. The pin at the dynamic shaft is missing. It appears that excessive force applied to the instrument may have caused the tip to break. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.